Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported that pt did not know if pt needs to eat or how much insulin to take since the meter was not working. Their meter allegedly would go directly into the options mode upon powering on the meter with the m button or by inserting a test strip. Unable to test on the meter. The result on the meter earlier that morning was 239mg/dl. Customer previously had removed the batteries, reset the options and the issue still persisted. No treatment. No further info has been reported.